Manufacturer narrative:
(B)(4). The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was also received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and blank display. Customer's blood glucose level was unknown. Customer reported crack on insulin pump. Customer reported that insulin pump started vibrating and screen would not turn on, she took out battery, inserted new one and same issue happened. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.